Event description:
Boston scientific received information that this bipolar right ventricular (rv) lead exhibited no capture. The patient presented to the emergency room not feeling well and the device was interrogated and there was no capture at maximum output. The lead was successfully repositioned. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.